Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have results below range when tested with control solution. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device (onetouch ultra). The reporter claimed obtaining 4 comparisons: 1. Verio - 232 mg/dl / ultra- 214 mg/dl, 2. Verio - 61 mg/dl / ultra 42 mg/dl, 3. Verio - 50 mg/dl / ultra 38 mg/dl, 4. Verio - 181 mg/dl / ultra 156 mg/dl. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out as a reportable event due to the following conclusion(s): the product did not cause or contribute to a serious injury. The patient did not experience any symptoms or seek any medical attention because of the reported issue. In addition, there was no evidence that the product malfunctioned.